Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that the insulin pump was in the bathroom with him when he took a shower and shortly after getting out of the shower, it began to alarm. The customer's blood glucose was 109 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.